Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing kinked and the air in line alarm went off on 3 occasions. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported air in line alarms and some lines are kinked or bent anywhere but usually immediately before and after the part of the line that goes into the pump channel. Customer response: it has been happening intermittently for a year or more, but has increased in frequency since roughly february. It seems like this has been a more consistent issue since the lines started coming coiled differently. Previously lines came coiled in one large series of loops. Currently lines come with 2 smaller coils, 1 at each end of the part of the line that goes into the pump channel (covered with blue protective piece in packaging, see picture bd new coils.jpg attached). That seems to cause more kinks and bends at the end of the drip chamber, and at the ends of the pump channel section of the tubing. To my knowledge there has been no significant patient harm aside from delays, due to excessive air-in-line alarms when a bent line escapes the compounding staff's notice and makes it up to the floor. There is also considerable waste as we are throwing out some unused lines and some partially used compounded items if the line cannot be safely changed without risk to compounding staff.

Event description:
It was reported that as lvp 20d 3ss cv tubing kinked and the air in line alarm went off on 3 occasions. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported air in line alarms and some lines are kinked or bent anywhere but usually immediately before and after the part of the line that goes into the pump channel. Customer response: it has been happening intermittently for a year or more, but has increased in frequency since roughly on (B)(6). It seems like this has been a more consistent issue since the lines started coming coiled differently. Previously lines came coiled in one large series of loops. Currently lines come with 2 smaller coils, 1 at each end of the part of the line that goes into the pump channel (covered with blue protective piece in packaging. That seems to cause more kinks and bends at the end of the drip chamber, and at the ends of the pump channel section of the tubing. To my knowledge there has been no significant patient harm aside from delays, due to excessive air-in-line alarms when a bent line escapes the compounding staff's notice and makes it up to the floor. There is also considerable waste as we are throwing out some unused lines and some partially used compounded items if the line cannot be safely changed without risk to compounding staff.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 08/27/2020. Investigation conclusion: it was reported that the sets were kinked and alarmed for air in line. Received three new primary sets model: 2426-0007, lot: 20037423. The sets were visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. Visual inspection observed that each of the returned sets were kinked at the tubing (p/n: 660132) above their upper fitment's inside their packaging pouches. No anomalies were or evidence of damages were observed during initial visual inspection. Functional testing was performed by attaching the sets to a lab IV bag filled with blue dye water and allowing the sets to prime via gravity. One 18g cannula was attached to the set¿s male luer. The sets primed successfully and no signs of air entering the line, leaks, occlusions, or any issues were observed. The sets were then loaded into a lab pump module with device settings for air bolus limited set to 250 l and for accumulated air - enabled. An infusion rate was not provided, therefore the primary infusions was programmed at a rate of 125ml/h and vtbi of 125ml. The infusions completed with no alarms, occlusions, or any air-in-line issues. No air boluses were observed throughout the sets. The sets were pressure tested while submerged underwater (per dir#: (B)(4) ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or any issues were observed. Equipment used (measurement and testing performed on 19sep2020). Air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020. 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021. 8100 alaris system lvp, eq08327, calibration due date: 16nov2020. 8100 alaris system lvp, eq103048, calibration due date: 12aug2021. 8100 alaris system lvp, eq08470, calibration due date: 05jun2021. A device history record for model: 2426-0007 with lot number: 20037423 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 31mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the tubing was kinked was confirmed. The root cause of the kinked tubing was identified as the packaging / coiling method during packaging. Functional testing showed that the functionality of the set was not affected as it was possible to readily prime the set and liquid flowed through without restriction after massaging the kink to its normal state. Although the root cause for air in line issues were not definitively determined, it is recommended to review ¿if_alaris-system-air-in-line-alarms_ts_en¿ and ¿if_alaris-system-nuisance-air-in-line-alarms_ts_en¿.